Manufacturer narrative:
Additional information received on july 15, 2021 indicated that the patient also experienced bilateral cutaneous contour deformity. As a result patient underwent left sided mastopexy, and reconstructive fat transfer to bilateral breast reconstructions. On july 19, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This report relates to the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on july 28, 2021: visual analysis of the returned sample determined that the smooth hpg, 650cc breast implant was found to be ruptured, it was received in three pieces. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Swelling is a temporary normal post-operative condition. Depending on the presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast reconstruction primary with a mentor memorygel breast reconstruction 650cc silicone prosthesis experienced spontaneous right sided rupture post procedure. The patient reported that the right implant is "shrinking", and sometimes there is pain and swelling in the right breast. An MRI examination confirmed the issue. As a result, patient underwent bilateral replacements with another unknown prosthesis on (B)(6) 2021.